Event description:
The pt was experiencing a lack of drug effect. A roller arm study was done that demonstrated the roller arm to be stalled. The pump and catheter were replaced. At explant it was noted the "suture tie torn through connector caused slight leak- pocket seroma drug leaking into pocket". The pt is reported to be doing fine with a good outcome.